Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case and damaged lcd screen) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure and the lcd screen was shattered, preventing the monitor from completing essential performance testing. Reporting out of the abundance of caution. The root cause for the damaged connector and damaged lcd was physical abuse. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was damaged.